Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high out of range pacing impedances greater than 2000 ohms. During the routine generator changeout procedure, no visual lead fracture was seen under fluoroscopy. The patient received a new cardiac resynchronization therapy defibrillator (crt-d) and was scheduled for a lead extraction at a later date. No adverse patient effects were reported. At this time, we are unable to confirm the cause of the high impedances reported.

Event description:
Additional information indicates that this lead was fractured and was surgically removed. While implanted the lead also exhibited loss of capture. The lead was discarded at the explanted proedure.